Event description:
It was reported that during a percutaneous coronary intervention (pci)stenting treatment procedure a stent shortened. The lesion being treated was located in the left anterior descending artery (lad).the patient had six weeks ago the first pci with a proximal promus element stent. The physician wanted to implant a 3.0 x 38 mm promus element stent overlapping distally to the stent which had been implanted six weeks prior. The stenosis was distal to the previously placed stent (above mid lad). The physician placed the promus element 3.0x38mm to overlap and during stent deployment the physician saw that the stent previously placed shortened proximally by approximately 5 mm. Therefore, there was no overlapping, but a gap of approximately 5 mm. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).